Event description:
Meter name: ot basic. Strip name: one touch. Meter code:unknown strip code: unknown. Strip storage: unknown. Symptoms: almost passed out. A pt reported they were unable to test and went to the hospital. Their meter allegedly had no power. There was no result on their meter. While at the hospital they obtained a reading of 380 mg/dl. There were no comparisons documented. No treatment. No further info has been reported.